Manufacturer narrative:
Instrument was evaluated and confirmed that the ceramic beak broke completely off the distal end of the instrument. The instrument has a date code of ah; it has been in use for approximately 13 years. The instrument also has markings from a third party repair entity. We believe damage may be due to or contributed to by 3rd party repair and wear of long use.

Event description:
Allegedly, doctor was performing a turbt procedure, when the beak came off the instrument. The doctor immediately removed the pieces. Procedure was completed with no injury to the patient.